Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly. The customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with motor error alarm during rewind test due to motor encoder signal out of phase. Unable to perform basic occlusion test, occlusion test, prime test and excessive no delivery test or verify rewind anomaly due to motor error alarm.